Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Technical services (ts) reviewed the reports and noted that there was atrial undersensing due to the automatic gain control (agc) feature. Ts suggested reprogramming options and following actions. The device remains in use. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered an inappropriate shock. Technical services (ts) reviewed the reports and noted that there was atrial undersensing due to the automatic gain control (agc) feature. Ts suggested reprogramming options and following actions. The device remains in use. No additional adverse patient effects were reported. Additional information received indicates that the patient received additional inappropriate shocks and anti-tachycardia pacing (atp) due to atrial undersensing. Ts suggested reprogramming options. The device remains in use. No additional adverse patient effects were reporred.